Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was 2" into the leg and when the user activated the hemopro, it wouldn't shut off. The user fiddled with the button and finally got it to turn off, then it wouldn't turn back on. A new vh-4000 was opened and used to complete the case. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had minimal signs of clinical usage and no non conformities. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle of 45 degrees. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon the observation of the toggle not always releasing activation, the reported complaint for "remained activated" was confirmed; however, the reported complaint of the device not turning back on could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).